Event description:
Had severe capsular contractures involving both breasts. Also complained of painful mass located in left breast, and constant pain from contractures. Patient did not have any smooth host capsule covering implants. Tissue adhered to implant capsule was extremely thin. As a result it was not possible to remove implant intact. In processing of removal, both implants ruptured, leaking silicone gel material which was carefully evacuated. Reconstruction of both breasts was done and silicone gel implants were then used in this process.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: inherent risk of procedure. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device discarded. The device was destroyed/disposed of.